Event description:
This is filed to report difficult removal resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the reflection from the mitral annular calcification. One clip was implanted successfully. A second clip delivery system (cds) was advanced to the mitral valve however the physician decided to invert the clip and retract the cds when it became caught in the chords. The cds suddenly popped above the valve and it was noted some chords were ruptured and the mr increased back to 4. The clip was advanced again and difficulty grasping was noted but the leaflets were able to be grasped. The gradient increased to 8mmhg therefore the clip was not implanted and the cds removed. The gradient returned to 4mmhg. The procedure completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution appears to be related to patient morphology/pathology and the difficult to remove (clip caught on chords) and subsequent unintended movement (device suddenly popped above the valve) appear to be related to user technique. A cause for the reported difficulty grasping cannot be determined. The tissue injury (ruptured cords) appears to be due to the clip getting caught on the chords. Tissue injury is listed in the mitraclip instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.h6 coding update. 1158 was removed and 1157 was added.